Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c cage fractured during surgery while the mating plate was being installed. The cage was removed, and replaced with an alternative cage to complete the procedure. There were no patient impacts reported.

Event description:
It was reported that an roi-c cage fractured during surgery while the mating plate was being installed. The cage was removed and replaced with an alternative cage to complete the procedure. There were no patient impacts reported. This is report one of two for this event.

Manufacturer narrative:
Corrected information in b5, d10 and h3. Additional information in h6: method, results, and conclusions. This follow-up report is being submitted to relay additional information. The complaint is confirmed for one cage for the failure of cage cracking during plate impaction. The cause of the damage cannot be determined at this time since there is no information available regarding how the implants were being used or handled at the time of the damage. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. The device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report (B)(4).